Event description:
It was reported that a liner tear occurred. During a transcatheter aortic valve replacement (tavr) procedure vascular access was obtained via a mildly calcified, mildly tortuous transfemoral approach. A 14f isleeve introducer sheath was placed and an extra small (xs) safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). Following bav, the non-bsc balloon catheter did not fold properly. During removal of the non-bsc balloon catheter, the non-bsc balloon catheter caused a liner tear of the 14f isleeve introducer sheath. The profile of the balloon was not able to be reduced and the non-bsc balloon catheter was unable to be withdrawn fully through the 14f isleeve introducer sheath. The non-bsc balloon catheter and 14f isleeve introducer sheath were removed from the patient as a unit. The procedure was completed with a new 14f isleeve introducer sheath. Patient status no patient complications were reported.